Event description:
Allegedly, dr was performing a lap chole procedure when the anesthesiologist noticed the pt was experiencing respiratory distress. They checked unit and found the pressure setting had gone up to 30; unit did not alarm. Or personnel opened trocar valve for venting and brought the pressure down to acceptable level (15). Procedure was completed. Pt had early onset of pulmonary edema and she was intubated and re-oxygenated and stayed in the hosp one day after procedure. She was released the following morning. Pt showed no long term effects and condition is stable at this time.